Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea, thirsty, dry mouth, excessive urination, and restlessness. The customer declined to check if the cannula was bent. The customer was assisted with performing a self test in which the insulin pump passed. The customer will monitor their insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.